Manufacturer narrative:
The reported issue that a pcu (8015) device was missing two labels was confirmed via attached photo 2; however no product or device logs were returned for investigation. It was reported to have been discovered during rework activities; it is unknown if the rear case had been replaced at any time during the rework activities. The file was opened to document the issue that was reported. No further investigation of this event is possible at this time. Review of the sn (B)(4) service history record showed the device had a manufacture date of 08/01/2019. A review of the device service history record was performed beginning from the date of manufacture to the present date (B)(6) 2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. Only photos were provided for investigation.

Event description:
It was reported that a pcu (8015) device was missing two labels. Per the reporter, the missing labels were on the "rear case: label power cord retainer ref p/n (B)(4) and label patent ref (B)(4)." There was no patient involvement.